Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that a patient's vibratory alert could not be felt. No sources of emi was noted. Both wireless and wanded telemetry had been used. Vibration duration had been programmed to the maximum. Test was completed successfully. The patient will continue to be monitored closely.